Event description:
A physician reported that during surgery an ophthalmic console was displayed a blue screen. The system was restored by restarting from the main supply and there was no impact to the patient.

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. This factor was later reviewed and determined to be unrelated to the reported event. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system exhibited no functional problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2023-38119